Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix screw of the lead was unable to be extended even with multiple turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.